Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient had their ins replaced. When the leads were connected to the restore battery the impedances were normal. Following the ins replacement, the caller had checked impedance in the or and all of the values were around 400ohms with green indicators. Following the procedure two electrodes on each lead had yellow indicators and the electrodes with the yellow indicators were changing. For one impedance test electrodes 6 7 12 and 13 had yellow indicator, during a subsequent test only electrodes 6 7 and 13 had the yellow indicators. During the call the caller ran an impedance test and electrode 7 and 13 had the yellow indicators. The caller provided the following impedance values: ref 0 6 595ohms other values are between 500-700ohms 7 629ohms 13 653ohms ref 7 6 547 12 571 13 264ohms ref 13 7 264ohms the caller noted that they had most of the electrodes active and they had to increase the amplitude to 10ma before the patient was feeling stim. The issue was not resolved through troubleshooting. Technical services (tss) reviewed information about impedances. The caller will continue programming with the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they do not know the cause and the issue has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.